Event description:
The pt has reportedly experienced pain at the implant site following a lock of lock. The co was informed that the pt was wearing nordi track on his ankles when the incident took place. It was further reported that the nylon material in the nordi track could have increased the pt's risk for the electrostatic discharge. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionic's device.